Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered on the right ventricular (rv) lead due to rv defibrillation impedance being out of range. The alert limit was reset and the rv lead remains in use. No patient complications have been reported as a result of this event.